Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was presented in the operating room for a device-change out. After the implant, it was noted that there was oversensing of myopotentials. Programming changes were made, and the oversensing was not seen anymore. The patient was stable and will be seen routinely.